Event description:
It was reported that the lead had dislodged and the implantable pulse generator underwent normal battery depletion. The device system had been inactive for 5 years. The implantable neurostimulator system was explanted and not replaced. No pt symptoms were reported. The pt did not want another device. Add'l info has been requested. A follow-up report will be submitted if add'l info becomes available.